Event description:
A malfunction alarm identified as malfunction code 12 was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed successfully, and the malfunction did not recur. The pump was cleared for continued use, and the customer was advised to report if the issue reoccurred.